Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2023-12547 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus technical assistance center (tac) advised the customer that the unit will need to be sent to olympus for evaluation and repair and provided him with the specification on the composite cable that can be used with the mentioned device. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center video connector pin was broken and could not be connected to the ultrasound unit. There were no reports of patient harm.